Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery, the pump felt hot. Customer's blood glucose was 218-288 mg/dl. Upon follow up, after replacing the ac power adapter and usb cable, the customer reported that there were no further issues.